Manufacturer narrative:
For the reported malfunction, the lot number was provided, and lot history review. The sample was returned for evaluation; the evaluation identified misfire. A definite root cause could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12040. Vascular stent graft allegedly experienced failure to deploy and misfire. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) kgs.